Event description:
A peritoneal dialysis (pd) patient's wife reported findings drops of dried fluid under the cycler cassette door. The cycler had not alarmed. She could not recall finding a leak with the set. She was advised to discontinue using the cycler and to contact the patient's pd nurse the set was discarded. During follow up the patient's pd nurse reported that he was doing well. He did not have signs of infections. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the most recently shipped lot was returned for investigation, use tested, and no defects were noted. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process; in addition, the batch record review confirmed the labeling, material, and process controls were within specification.